Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex an may cause the balloon to burst. Caution: do not aspirate urine through the drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer slip tip syringe. Do not use needle. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.

Event description:
It was reported that the foley would not drain. The patient alleged the nurse inserted it incorrectly. No medical intervention was required.